Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt went to the hospital for a clinic visit and was tethered to the power base unit in order to download pt data, it was noted that the black portion on the battery clip was unscrewed. The battery clip had been previously inspected during a prior clinic visit following the MFR's urgent medical device recall.

Manufacturer narrative:
The 12v sla battery clip was returned to the MFR for eval. The eval of the returned 12v sla battery clip confirmed the disconnection of the battery clip threaded connector from the battery clip housing. Upon examination of the battery clip housing the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector is currently being addressed through the MFR's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) has been issued. No further info is available. The MFR is now closing its file on this event.